Event description:
The catheter broke at the hub. There was no patient impact.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. The tensile strength and elasticity of the returned catheters were within specifications. .